Event description:
It was reported that the patient had pacemaker syndrome. The right atrial lead had a confirmed fracture. There was no capture, undefined impedance, and no sensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.